Event description:
It was reported to philips that the battery for the device was depleted and would not charge in either the device or the cadex charger. There was no reported patient or user involvement and no adverse patient/user impact.